Manufacturer narrative:
MDR report 1950204-2019-00029 was submitted by mistake. Please disregard.

Event description:
A customer in the united states reported a false negative cefoxitin screen in association with the vitek® 2 hp rp5700. The customer reported that three staphylococcus aureus isolates collected from different sites from the same patient, were tested on vitek 2 and gave (B)(6) results. The blood culture was also tested on the biofire instrument, and (B)(6) was detected. All three isolates were pbp2a positive. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.